Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the video connector was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head lock was damaged. It was noted that the issue occurred during preparation for use. Upon inspection and testing of the returned device, it was noted that camera head lock had coupler damage and there was foreign material on the locking switch. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was received from the customer which confirmed that the reported event (camera head lock was damaged) occurred during preparation for use of a diagnostic cystoscopy procedure. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, camera head lock damaged occurred due to handling, dropping. It is likely that foreign material on the locking switch occurred due to insufficient reprocessing. About dropping and reprocessing, the contents of the instruction manual about dropping and reprocessing were checked and found the description that the phenomena can be prevented by reading the description below: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. After using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.